Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood was visually observed at the bottom of the dialyzer. Estimated blood loss was 200 cc's. Patient had no adverse effects. Hematocrit and hemoglobin were checked and blood cultures were drawn and came back normal. Sample was discarded; sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.